Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a patient sample was misidentified on an atellica sample handler prime. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced and adjusted the carrier. Then, the cse performed quality controls using 20 carriers and a carrier operation check, which recovered acceptably. Next, the cse processed a sample, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that when a patient sample, identified as (B)(6), was scanned into the atellica sample handler prime, it was recognized as (B)(6). The customer indicated that there were no test orders for sample identifier (B)(6); therefore, the sample was not processed. The customer also stated there was one-hour delay in releasing results for this sample due to this incident. There are no known reports of patient intervention or adverse health consequences due to this incident.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00235 on 17-aug-2023. Additional information (29-aug-2023): siemens further evaluated the incident and determined that the customer used codabar symbology on the atellica sample handler prime, which is not the default. Siemens labeling recommends using code 128, in accordance with clinical and laboratory standards institute (clsi) approved standards, which indicates that codabar symbology should be replaced with code 128 before 31-dec-2023. The customer's use of the codabar symbology does not align with siemens labeling and clsi approved standards and this contributed to the incident. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00235 on 17-aug-2023 and supplemental MDR 2432235-2023-00235_s1 on 21-sep-2023. Corrected information (13-oct-2023): the previous supplemental MDR indicated ¿siemens labeling recommends using code 128, in accordance with clinical and laboratory standards institute (clsi) approved standards, which indicates that codabar symbology should be replaced with code 128 before 31-dec-2023¿. In accordance with clinical and laboratory standards institute (clsi) approved standards, codabar symbology should be replaced with code 128 before 31-dec-2003. The instrument is performing according to specifications. No further evaluation of this device is required.